Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0875 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. The pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was programmed with a basal profile and monitored for 3 days. The basal profile delivered properly and was listed on the pump's history summary screen. No basal anomaly noted. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or auto mode/auto basal anomaly noted. Please see below pertaining to the primary svn 000319003897 and the event date 20-jan-2025. There were no boluses listed on the event date 20-jan-2025 in the pump history file. Unable to verify customer's daily total of all insulin delivered surrounding the event date of 20-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted on the event date of 20-jan-2025 in the pump history file. (B)(6) 2025 07:25:11.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) (B)(6)2025 16:37:37.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-jan-2025 in the pump history file. (B)(6) 2025 16:11:33.000 batteryremoved (55) (B)(6) 2025 16:11:33.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 16:21:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 20:32:39.000 batteryremoved (55) (B)(6) 2025 20:32:39.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 20:33:12.000 batteryinserted (44) (B)(6) 2025 20:33:19.000 batteryremoved (55) (B)(6) 2025 20:33:19.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 20:35:56.000 batteryinserted (44) (B)(6) 2025 20:36:06.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2025 20:36:07.000 batteryremoved (55) (B)(6) 2025 20:36:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 20:37:30.000 batteryremoved (55) (B)(6) 2025 20:37:41.000 batteryremoved (55) (B)(6) 2025 04:15:18.000 batteryremoved (55) (B)(6) 2025 04:15:18.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 04:25:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 05:09:21.000 batteryremoved (55) (B)(6) 2025 05:09:21.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 05:19:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2025 05:24:10.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6) 2025 09:23:35.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2025 09:33:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6) 2025 15:24:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2025 15:34:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2025 18:07:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2025 18:17:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6) 2025 18:19:11.000 alarmalertnotification (40) faultnumber: tracecheckerror (68) (B)(6) 2025 18:19:11.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6) 2025 18:19:27.000 alarmalertnotification (40) faultnumber: historypointersbadalarm (49) (B)(6) 2025 18:19:45.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) (B)(6) 2025 23:12:47.000 batteryremoved (55) (B)(6) 2025 23:12:47.000 alarmalertnotification (40) faultnumber: batteryremoved (84) the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to enter auto mode. The auto mode shield with the test sg value of 239 mg/dl was displayed on the pump's home screen. No communication anomaly, calibration anomaly or auto mode/auto basal anomaly, sensor error alert or lost sensor alert noted. [Per (B)(6) ¿ r&d engineer: pump error 68, pump error 49, and pump 23 were generated since pump did not survive the siren on lost sensor alarm when aa was removed (detailed trace (B)(4) and pump lost power without safe shutdown - suspecting the hw.] Battoutlimit (6) not confirmed. Sensorerroralert (801) not confirmed. Lostsensor1alert (780) not confirmed. Pump error 68 confirmed, problem isolated to the electronic assembly. Pump error 49 confirmed, problem isolated to the electronic assembly. Pump error 23 confirmed, problem isolated to the electronic assembly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The pump passed the functional testing. Unable to confirm alleged high bgs (hyperglycemia). Unable to confirm alleged discrepancy between sg value and bg value. Pump/sensor/transmitter communication anomaly not confirmed. Auto mode/auto basal anomaly not confirmed. Basal anomaly and bolus anomaly were not confirmed. Pump error 68 confirmed. Pump error 49 confirmed. Pump error 23 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, discontinued use of insulin delivery system, emergency room visit, and others. The customer reported a blood glucose value of 374 mg/dl. The event involved product(s) mmt-342, mmt-1884, mmt-7040a, unomedical, mmt-7841zn. The customer is asking for help with entering auto basal. Reviewed auto mode readiness/smartguard checklist screen. Explained what was missing to enter into auto mode/smartguard and how to resolve it. The customer called for an issue not covered by existing troubleshooting guides. The customer reports receiving a sensor updating/sg value not available alert. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. No product return is required for mmt-342. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for unomedical. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.